Event description:
The customer reported that the unit failed to recognize the batteries. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to recognize the batteries. There was no report of pt involvement. The unit was evaluated at the philips and the failure was verified. Upon eval, it was determined that a cable going to the battery pca was disconnected which caused the unit not to recognize the batteries. This was an incomplete electrical connection that caused the unit not to recognize the batteries. The cable was reconnected which resolved this failure. The unit passed all post servicing testing and was shipped back to the customer site.